Manufacturer narrative:
(B)(4). The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned with the broken connector collar piece. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break, cord." This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4). The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned with the broken connector collar piece. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break, cord."

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable collar connector cable broke. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable collar connector cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.